Event description:
Customer called to report the insulin pump alarmed for battery out limit and during the filling process. Blood glucose reading was 124 mg/dl. Troubleshooting was performed and no anomalies were noted. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test and the off no power test. No battery out limit alarm was noted. The insulin pump alarmed during the prime test due to a faulty gold force sensor resistor. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.